Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. The following defects were found with the device upon evaluation : -blown fuses. -cpu board defective. -damaged power supply module. -pressure valve defective (solenoid valve electrical malfunction). -air-connector defective. -error code fc 14. -damages by moisture. The defective components were replaced, the cpu board was refurbished, the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. As identified during service, improper cleaning and maintenance of the device would have caused the moisture inside the device, which is one of the root causes of the damage to the various components of the device and would have in turn, caused the fuses to blow and also to display the error code. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)) , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)) , and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via service request that during an electrical safety test a failure was detected fms vue pump-shaver box. There was no patient involvement and no surgical delay was reported. No additional information was provided.